Manufacturer narrative:
Additional information was received on february 25, 2016. This case is a duplicate. Furthermore, details of the device were received. The device reported in this incident is not and has not been marketed in the USA. Therefore this MDR is obsolete. Please invalidate the case from your system. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown winterthur knee on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the implant.